Manufacturer narrative:
D10: concomitants: 320-15-05 - eq rev locking screw: (B)(6), 320-20-00 - eq reverse torque defining screw kit: (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm: (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm: (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm: (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm: (B)(6), 320-31-36 - glenosphere, 36mm: (B)(6), 320-35-08 - small superior/posterior augglenoid plate, right: (B)(6), 321-20-00 - equinoxe reverse shoulder drill kit: (B)(6), 322-10-00 - humeral adapter tray, +0:(B)(6), 322-36-00 - 145-deg pe 36mm hum liner +0: (B)(6), 531-55-88 - ergo gps 3.2mm drill kit sterile: (B)(6), a10012 - gps implant kit v2: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 71 yo female patient, who had right rtsa implant procedure, had a midshaft humeral fracture during the procedure. During final placement of the humeral stem, a small fracture about the medial posterior calcar had occurred due to significant sclerotic bone throughout the metaphysis. Fibertape cerclage was used to reduce the fx. The reported information indicated the outcome was resolved. The report also indicated that bone graft was used behind the baseplate. Harvest location: humeral head. Additional procedures performed during the initial rtsa: biceps tenodesis, orif of proximal humerus displaced calcar fx. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected/ additional information. The following sections were corrected/added: h6: component code, type of investigation, investigation findings and investigation conclusions. The reason for the intraoperative bone fracture reported cannot be conclusively determined but may be related to a patient condition or high forces during broaching, reaming, exposure, or retraction. However, this cannot be confirmed based on the information provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.